Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed based on the medical records provided. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant reported that: there is no evidence for any device-related malfunction. Diagnosis: decreased bone strength after surgical preparation before bone healing has occurred in combination with a relative patient overload condition due to activity or minor trauma early after surgery has caused a pp-fracture requiring revision. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence that device related factors were responsible for this periprosthetic femoral fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient came in with a peri prosthetic fracture approximately one month after primary hip replacement.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient came in with a peri prosthetic fracture approximately one month after primary hip replacement.